Manufacturer narrative:
Restraint strap.

Event description:
It was reported by service report that the restraint strap is broken on the chair. The customer could not determine whether there was patient involvement or adverse consequences occurred.